Manufacturer narrative:
(B)(4). Date sent: 6/27/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2025. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? Gerd. When did they begin? 6 months ago. What was the date of the imaging which showed the discontinuous linx? When he text me. (B)(6). If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. Surgeon has images. What is the product code? See image what is the device lot number? Don¿t know. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? Don¿t know. If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? No. Did the patient receive any dilations while the linx was implanted? No. Was any additional imaging performed since device implant? No. Does the device appear to be in a continuous annular state in these images? No. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Surgeons has images. What is the management plan? Is device removal scheduled? Tbd. Is a replacement linx or fundoplication planned? Yes. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? No. When and if the linx device is removed, may we ask that the device be returned for analysis? Dr. Knows to get signature.

Manufacturer narrative:
(B)(4) date sent 10/2/2025 corrected data d1, d4, d6a corrected data d4: UDI#. Additional information received: date originally implanted (B)(6) 2017. Date (B)(6) 2025 explant. 12723 = lot number. Lxmc15. Date (B)(6) 2025 new implant replaced. Lxmc17 lot 29686. A manufacturing record evaluation was performed for the finished device lot number 12723. And no non-conformances related to the malfunction were identified. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device.

Manufacturer narrative:
(B)(4). Date sent 5/29/2025. B3: exact date is unik. Assumed first day of the month. D6a: exact date is unk. Assumed first day of the month and first month of the year. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. What is the product code? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post implant, they have an unknown linx that the surgeon looked at the xrays and it appears that the titanium wire appears broken and disjoined in the xrays. There is a clear gap. The patient is doing well. The implant was sometime in 2017. The patient wants the device replaced. Implant details are unknown. The patient likes the product.